Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a frozen display on their insulin pump. Customer also reported that none of their buttons were responding and their insulin pump was stuck on the low suspend screen. It was found the customer's buttons were responsive after they replaced the battery. The customer's blood glucose was 5 mmol/l. Customer was advised their insulin pump needed to be replaced. No additional information provided.